Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. It was also reported that there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge. Customer¿s blood glucose level was 234 mg/dl. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
D1, d2a, g4 d1, d2a, g4.